Event description:
It was reported that the right ventricular lead dislodged and retracted back through the suture sleeve with the distal tip ending up in the superior vena cava (svc). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted, there was blood in/on the helix mechanism, and there was apparent explant damage.